Event description:
Additional information received from the health care professional (hcp) reported that the patient met with the manufacturer representative (rep) on (B)(6) 2015. The actions/interventions taken to resolve the lack of efficacy and return of symptoms was a reprogramming. The cause of the lack of efficacy was not determined. The lack of efficacy and return of symptoms had somewhat been resolved. It was further reported by the rep on (B)(6) 2015 that he provided the patient with additional programs per hcp direction on (B)(6) 2015. The rep thought that the patient wanted better efficacy and it was a normal reprogramming session. There was no malfunction with the system and lead placement was good at implant. The patient knew that there were additional programming options and wanted to try them all to see what worked best. The rep was not aware of a sudden change in therapy. The rep had not heard from the patient since the meeting on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mr7x, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a sudden return of symptoms and lack of efficacy in (B)(6) 2015. The patient was redirected to their healthcare provider (hcp). Cause, troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.